Event description:
It was reported that during a low anterior resection procedure, the staple did not work. The staples were partially formed. Additional suture was used to complete the case. There were no adverse consequences to the patient.